Manufacturer narrative:
Our quality engineer inspected the 1 photo and 7 physical samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the sample showed that the visual inspection of the photo and the physical samples show no defect. Additionally, a functional underwater leakage test was performed and no defect was found. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta wht 360deg tb 30cm leaked it was reported that I would like to report a quality defect on reference 394926 lot 5126957. The user services have informed me that the device is leaking. I have kept 47 units from the affected lot in quarantine.